Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, staff were cleaning the plasmablade device tip and the wire fractured. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during a case, the tna device clogged up. When the device was being cleaned, the wire broke, the customer was using a wet lap to wipe the wire. Analysis conclusion: complaint confirmed: the adenoid tip is clogged, and the electrode wire is fractured, however, the electrode wire remains attached to the plastic housing but has minimal support from the housing with deformation in the ventral to dorsal direction during application which fails to meet the acceptable damage requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, staff were cleaning the plasmablade device tip and the wire fractured. Nothing fell into the patient and there was no patient injury.